Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged receptacle) has been confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. In addition, as received, the monitor would not power on. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) had shorted causing high voltage to deviate to low voltage circuitry, damaging multiple components on the defibrillator and computer / analog (ca) boards. The cause of the inability to power on is the damaged components. The cause of the damaged components is the high voltage deviation. The cause of the high voltage deviation is the shorted transistors. Root cause investigation into igbt failures is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the belt receptacle on a patient's monitor was damaged. In addition, during servicing, the monitor would not power on.